Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 440 mg/dl. Customer¿s blood sugar stays over 200 mg/dl most of the time. Sometimes it goes as high as 411 mg/dl. The current blood glucose this morning it was 228 mg/dl and later after few hours it was 378 mg/dl. Customer treated high blood glucose with insulin pump only. Customer reported that, the following symptoms related to their high blood glucose breathing has been bad and customer has a slight headache. Customer has been to the doctor 3 times every wednesday. There was a recall on sets and after getting the new sets, it has been going high all the time. Customer thinks pump was not working as he has had high blood glucose ever since starting the pump. Customer will call to complete troubleshooting after getting high blood glucose treated. The insulin pump will not be returned for analysis.